Event description:
On 17-mar-2026, the user reported that, on (B)(6) 2026, they experienced hyperglycemia with dka. The user was treated with insulin. The user was hospitalized on (B)(6) 2026 and discharged on (B)(6) 2026.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospital admission and treatment with insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date. Review of device data showed multiple interruptions in insulin delivery, including incomplete cartridge load events, periods of manually paused insulin delivery, and eventual device shutdown due to battery depletion. These interruptions resulted in prolonged absence of insulin delivery leading up to the event. Based on available information, the event was attributed to interruption of insulin delivery rather than abnormal ilet pump performance. If additional information becomes available, a supplemental MDR will be submitted.